Manufacturer narrative:
The product was returned for eval and testing; however, the engineering eval is not complete. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that during an interventional procedure the product did not cross the target lesion. There was no reported pt injury. When the product was received, the luer hub was detached from the stent delivery system (sds) and the sds was noted to be frayed/split/torn. Attempts to obtain additional info regarding the secondary failure and also pt and lesion info was not successful.